Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were noted. Occlusion test and manual prime was performed, no occlusion was noted.

Event description:
Customer reported frequent no delivery alarms. The blood glucose reading was 376 mg/dl. Customer treated with manual injection. He stated that he did not know why the blood glucose was so high. He stated that the drive support cap appeared normal. He found no air in the tubing an no leaks. The bolus wizard and basal rate settings were correct. He was unable to perform the high pressure test. He was advised to remove the infusion set and stated that the cannula was not bent or occluded and that the site was not sore or irritated. Customer stated that the issue was resolved by a complete set change. Customer had also reported air bubbles the size of an eighth of an inch in the tubing. He stated that the insulin pump was not rewound with the reservoir in place. He was advised to change the fixed prime amount back to the appropriate cannula prime amount for the infusion set. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.